Manufacturer narrative:
The initial regulatory report was submitted under retrospective summary report e2017032. Unique complaint identification number: (B)(4) device evaluation summary: the pump assembly was replaced. One pump/manifold assembly for the newport ht70 ventilator was received for failure analysis. The reported symptom was verified. The pump/manifold assembly was connected to the main control board and pneumatic circuit of an ht70 test unit. The unit under testing (uut) was powered up and allowed to ventilate on standards test settings per the ht70 service manual. During operation, the pump was making a chattering sound. The root cause of the reported symptom was worn radial bearings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the 12 month check, the ht70 ventilator pump assembly was generating noise during ventilation. There was no patient involvement at the time of the event.